Event description:
The physician was trying to change the valve from performance level 1.5 to 2.0. The indicator tool was pointing between the two levels. An x-ray confirmed a performance level of 2.0. The valve remains implanted.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacture records was not possible as a lot number was not provided. All our products are 100% tested at the time of manufacture.